Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the needle detached from the applicator and remained in the patient's thigh requiring medical intervention. The patient attempted deployment and upon retraction of the needle they saw the whole needle and not the sensor wire was separated from the shaft of the applicator and left in the patient's thigh. The patient experienced slight pain. The patient's husband took her to a walk in clinic and the nurse used a used a tweezer like tool to remove the needle. Nothing was prescribed to the patient. The patient purchased neosporin for precaution. The patient is reported to be doing well. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported complaint cannot be confirmed. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).. However, a root cause cannot be determined for the reported events.